Manufacturer narrative:
Ortho clinical diagnostics (ocd) quality assurance performed retained testing of this lot of product. The retained vials of baa577a were tested with known abo blood group donors. All results were as expected. The unit was returned to ocd for further investigation. The returned unit fits the pattern of a b(a) phenotype as outlined in the aabb technical manual and the limitations of procedure section of the product IFU. Refer to MFR report# 2250051-2009-00198 regarding test results with baa578a.

Event description:
Reference lab reported that a unit, with a blood type history of b pos, is reacting 1+ with baa577a at a hospital site. The unit has been previously typed with a competitor anti-a antiserum and has been negative. The same unit is reacting 1+ with baa578a. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B) (4).